Event description:
It was reported that noise, oversensing with low pacing lead impedance was observed on the right ventricular (rv) lead. The rv lead was capped (B)(6) 2022 and replaced. The patient was stable.